Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominal aortic graft. According to the reporter: surgeon used two pieces of permacol for abdominal wall reconstruction. One piece fell apart ("dissolved"). During a re-operation the surgeon used another permacol without any problems.